Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin when attempting to program a bolus and was unable to deliver it. Customer stated the issue with the keypad is that the numbers on screen started scrolling on their own. The blood glucose reading was 75mg/dl. Nothing further reported.